Manufacturer narrative:
Investigation concluded that the devices met specifications and did not malfunction. The exact reason for the guide fitting issue cannot be confirmed, however the unfamiliarity of the surgeon with the respective devices was provided as a probable root cause by the sales representative.

Event description:
It was reported that guides did not fit. Approximately 3 weeks later revision surgery needed.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
It was reported that guides did not fit. Approximately 3 weeks later revision surgery needed.